Event description:
It was reported that the patient had multiple falls recently and was beginning to feel pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. The ipg pocket was also moved laterally. Postoperatively, the patient has effective therapy and the pain has reportedly resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.